Event description:
It was reported that the 8800 system boots up with a "generator error" and the system will not take x-rays. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the monoblock tube. The system was tested and found to be working as intended and placed back into service.